Event description:
It was reported that pump malfunction occurred with malfunction code 15, with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller to reset pump, confirmed malfunction did not recur, advised customer to fill and load cartridge and resume insulin independently, and instructed caller to contact support again if any malfunction code recurred.